Event description:
It was reported that this pacemaker was explanted and replaced due to an unknown product performance issue. This pacemaker was received for analysis. No additional adverse patient effects were reported. Additional information was received. This pacemaker recorded code 1003, indicating the voltage is too low for the projected remaining capacity. The physician elected to replace the device.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was explanted and replaced due to an unknown product performance issue. This pacemaker was received for analysis. No additional adverse patient effects were reported.